Manufacturer narrative:
Upadaed fields- b4, g1(contact person- mfg site), g3, g6, h1, h2, h3, h6 codes (investing types, findings, conclusion, components, problem), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed issue via testing with a test balloon and patient trainer.batteries were replaced. Unit now successfully passes battery runtime test. Unit passes all tests and calibration to manufacturer standard.unit returned to customer.

Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) was found to have short battery life. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.